Event description:
Caller reported an error in the continuous glucose monitoring system identified as cgm error 42, which was related to the g7 sensor. Technical support provided detailed instructions for resetting the pump and guided the caller through the reset process. There was no adverse impact to the customer¿s blood glucose level. After the reset, no further errors were displayed, allowing the caller to successfully start their sensor session.